Manufacturer narrative:
The product has been requested; however, it has not been received yet. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Report received from (B)(6) stated that the cutter would not cut the vitreous. It was noticed that at the base of the holder, the cutter was slightly bent. Another cutter was used to complete the procedure. There was no injury or consequences to the patient.